Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 21.5 mmol/l at the time of incident. The customer stated that the insulin pump was completely blank. The customer performed self test and the test was completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump was received with the operating currents within specification and passed the self-test, unexpected error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. No damage was found on the lcd isolation tape during visual inspection. The insulin pump was received with cracked reservoir tube lip, broken battery tube threads, cracked case at the display window corner, minor scratched lcd window, broken belt clip slot, and scratched reservoir tube window.